Event description:
The hospital staff reported that a nurse observed that the blue charge button on the paddle set was stuck.

Manufacturer narrative:
(B)(4). The hospital staff reported that a nurse observed that the blue charge button on the paddle set was stuck. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.